Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service engineer removed and replaced the fiber optic assembly, reassembled and completed all functional tests and calibration per service manual. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test fail during a preventive maintenance. There was no patient involvement or adverse event reported.